Manufacturer narrative:
Date of event: exact date unknown, event occurred last six to nine months.

Event description:
It was reported that the patient had increased charging frequency. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned per hospital policy.